Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, patient reported she has been having trouble with her insulin pooling at the infusion sites. Patient stated she will started to feel sluggish and tired, check her blood glucose and her reading will be around 400 mg/dl. Patient's target blood glucose range is 145-220 mg/dl. Patient reported she will check her infusion site and notice that the insulin is pooling around the infusion site. Patient stated she can smell the insulin and can feel that it is wet. Patient reported she is having a lot of issues with insulin pooling because she has a lot of scar tissue. Patient stated when she removes the infusion site after noticing it is wet, she can push on the site and insulin will come out. Patient reported this is an ongoing issue for her. Patient stated she is thin and has very little body fat. Advised patient to try a different type of infusion set. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent replacement infusion sets; no product return was requested.